Event description:
It was reported that patient had missed refill dates. The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump seemed ¿working correctly presently.¿ the patient outcome was noted as no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported the pump was explanted to avoid in-vivo battery depletion. The pump was used to deliver gablofen. The patient recovered without sequela.

Manufacturer narrative:
Device evaluation summary: the pump was analyzed and no anomaly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.